Event description:
Patient's gmrs distal femoral prosthesis was revised for pain and loosening. Femoral implants were grossly loose and were removed, mrh tibial component was well fixed and retained. Implant was replaced with another gmrs left standard distal femur, 30mm extension piece, and a larger 15mm cemented stem.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Patient retained device.

Manufacturer narrative:
An event regarding femoral stem loosening involving an mrs stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no items were returned. Medical records received and evaluation: not performed as no medical records were provided. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there were no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, pre- and post-operative x-rays,primary and revision operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. It is noted that the loosened 10mm stem was revised with a larger 15mm stem.

Event description:
Patients gmrs distal femoral prosthesis was revised for pain and loosening. Femoral implants were grossly loose and were removed, mrh tibial component was well fixed and retained. Implant was replaced with another gmrs left standard distal femur, 30mm extension piece, and a larger 15mm cemented stem.